Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the insufflator involved with this complaint to perform failure analysis (fa). This unit was visually inspected and then installed onto a known good internal equipment, fixture, or tool (eft) system. The unit was powered on and programmed to latest customer software and system was power cycled. Fa was able to confirm customer reported complaint, the system powered up with error code 2125 and leds lit up red. Fa technician tried power cycling the system a few more times and error code appeared every time system was powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi has received the insufflator, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the insufflator stopped working towards the end of the procedure. The intuitive surgical, inc. (Isi) clinical territory associate (cta) stated there was 2125 error on the insufflator and red leds around the connection. The cta stated he restarted the insufflator, and the error came back. Site switched over to air seal to complete the case. The cta agreed to restart system and the insufflator after the patient was out of the room. Site called back later and did hard restart of entire system and issue returned. Site will finish last two cases with air seal. The procedure was completed as planned with no reported injury.